Event description:
Prior to use on the patient, while flushing and prepping for use, a leak was noted at the luer hub of the 3.0 x 18mm cypher select plus stent; therefore, the stent could not be used.

Manufacturer narrative:
An analysis of the product is pending. Additional information will be submitted within 30 days of receipt. Cypher select product (crb/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).